Event description:
The customer reported platelet background high failures on the unicel dxh 800 coulter cellular analysis system when using a specific lot number of coulter dxh diluent. There were no erroneous test results with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
The customer technical specialist shipped the customer replacement reagents. A follow-up call with the customer confirmed the replacement coulter dxh diluent lot number 016614k was acceptable. (B)(4).